Event description:
Customer reported a past high blood glucose event, with the specific highest-level unknown but displayed as "high." Cause was not known. Customer managed the issue with a correction injection via multiple daily injections and was advised by technical support to consult with a healthcare professional to discuss potential factors affecting their blood glucose levels.